Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that after swimming with the pump, the pump emitted 3 beeps and then stopped working, the screen was blank and the button presses did not do anything. The reporter indicated trying a new battery and the no sounds, vibration, or display was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the pump powers in accordance with normal operation. Black box shows one "power on reset" followed by two eaw 054 alarms on (B)(6) 2013. Battery compartment intact, no damage. Battery cap is able to fully tighten. Evidence of moisture contamination found on underside of battery cap. A power loss was not observed. Pump case cracked in corner of display area. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. A leak test shows leak at crack in pump case. Pump case was removed, evidence of moisture contamination identified inside pump. The display is faded, discolored and very difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Investigators were unable to duplicate "no power" condition. Moisture in pump, leak due to cracked pump case, battery compartment leak, damaged pump case, dim display.